Event description:
The customer reported low suction with her freestyle device and that she had mastitis, for which she was prescribed antibiotics by her physician.

Manufacturer narrative:
A replacement pump was sent to the customer. A medela clinician received an email from the customer on (B)(6) 2014, where the customer reported that she received the new pump and that it is working. She also stated that she saw her doctor who prescribed cipro (an antibiotic). The customer stated that she took the antibiotic for 10 days and her mastitis was resolved. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the sucking infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.